Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 419388 lead, implanted: (B)(6) 2003; 4068 lead, implanted: (B)(6) 2001; n161 crtd, implanted: (B)(6) 2012. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient's right ventricular (rv) lead fractured. During the procedure to replace the rv lead, it was noted that the device pocket was filled with a purulent fluid. As an infection was suspected, the total cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient was treated with antibiotics and the device system will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.